Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was malfunctioning and unable to type on the keyboard. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the customer unable to type on the keyboard. A field service engineer (fse) replaced the keyboard, and there were liquid spill marks on the back of the screen. The fse removed the entire screen to ensure nothing had spilled on the docking board, and everything was fine. The system functioned as intended after the field service engineer repaired the device.